Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours they had experienced both irritation and a rash at the pod infusion site. The patient had sought medical attention from endocrinologist, doctor and their dermatologist in regards to allergic reactions that customer has been experiencing over the past 6 months wearing pods. The patient was prescribed cream by their dermatologist.